Event description:
Aicd failure, laser lead extraction performed and reimplantation of new aicd generator and new leads times two performed.

Event description:
Add'l info rec'd from MFR 12/1/00: neither device has been returned for analysis, therefore no conclusion can be drawn. A field report received on 9/22/00, reported long charge time on the ICD. No lead performance issues were identified at that time. The devices have been explanted. Total implant duration time for both devices was approximately 41 months. The devices were implanted and explanted.